Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2010-00235.

Event description:
It was reported that during the operation, when the nurse opened the package for the patella and tibial insert, there was a strong nasty smell from both of the packages and the nurse felt unwell. It was further reported that according to the nurse, the lids of the inner package of both products were very tight to open. Because patella and tibial insert implants were normal, the surgeon used them for the pt.